Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h3, h6: a manufacturing record evaluation was performed for the finished device product code: 04.503.104.01s lot: 96p7642 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 24 march 2021 manufacturing site: jabil bettlach expiry date: 24 march 2031. The photo investigation revealed nothing indicative of a device nonconformance. No cosmetic damage was observed on the screw. The product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there were no damage or defect with the matneu scr ã¸1.5 self-drill l4 tan 1u I/c. Broken condition was not observed. A dimensional inspection was performed for the matneu scr ã¸1.5 self-drill l4 tan 1u I/c and met specifications. A functional test was not performed since it was not applicable to the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the matneu scr ã¸1.5 self-drill l4 tan 1u I/c was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following source controlled drawings reflecting the current and manufactured revisions were reviewed: 1.55mm neuro, self-drilling screw matrixneuro system dimensional inspection: feature: total length measured dimension: conforming.

Event description:
It was reported that during the surgery, when inserting the screw, the screw's tip was broken. The surgeon changed to another two to continue the surgery, but the same problem happened again. All the pieces were removed from the patient. Another device was used to complete the surgery. There were no adverse consequences to the patient.